Event description:
It was reported that during a routine follow up, the patient reported experiencing constant dizziness. Upon interrogation, the right ventricular lead exhibited high threshold. The lead was capped and replaced.

Manufacturer narrative:
.